Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and the right ventricular (rv) lead exhibited noise and oversensing resulting in pacing inhibition with duration of slightly greater than 2 seconds. Boston scientific technical services (ts) discussed that noise was likely diaphragmatic in nature and provided programming options. Additional information from a local field representative indicated that no intervention was planned and no programming changes were made. The system remains in service. No adverse patient effects were reported.